Manufacturer narrative:
The electrode pads were not returned to zoll medical for evaluation. Instead, communication with customer indicated the pads were not placed firmly on herself. The customer was instructed to remove the pads from herself and simply place three fingers on each of the pads' leads, once that was done a waveform appeared immediately. This report has been attributed to poor coupling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a training session performed by a clinical educator, the associated defibrillator did not produce an ECG waveform using these attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.